Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after dinner, with continuous glucose readings at the high threshold for approximately 2.5 hours, despite prior meal announcement and automated correction; the user inspected the infusion site with no visible leakage and delayed a set change due to limited vision and lack of assistance, and later review indicated a pattern of overtreating hypoglycemia contributing to subsequent prolonged hyperglycemia. Symptoms included hyperglycemia without reported dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no hospitalization, no professional medical intervention, no use of backup therapy, and eventual return of glucose values to target range while remaining connected to the device. Investigation included review of device data and user coaching. Investigation of this case revealed user behavior of overtreating hypoglycemia leading to extended hyperglycemia, with no evidence of device malfunction or infusion set failure identified. It was concluded that the event was related to user management practices, and troubleshooting and education were completed to reinforce appropriate hypoglycemia treatment and timing to avoid overcorrection. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.